Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified.

Event description:
It was reported that during a sleeve gastrectomy, the product is locked into the tissue. It did not open, and it caused tissue damage. There was no delay to the surgery. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # r94z5f. Investigation summary: the analysis results found that the instrument, er320, was received with the trigger broken. In addition, the tyvek from another device was returned along with the instrument. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the trigger was confirmed to be broken from the tail. In addition, 21 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.